Event description:
It was reported that prior to the start of a da vinci-assisted surgical, customer reported initially the system faulted when driving to patient to dock. Customer cycled system power, hard booted system and moved system to the side before calling technical support. Customer stated system was unresponsive after hard boot. Customer brought in another system to start the case. Customer then contacted technical support to report the abort to another davinci but unable to troubleshoot due to ongoing surgery. Tse viewed onsite logs, found error 23 pointing to blue fiber cable communication issue. It was also reported that the system faulted when docking and they tried rebooting the system and it still wouldn't power on. Customer stated they converted to another robot by moving the patient side cart (psc) to the side and bringing in a new patient cart. System logs show error 23 in 2nd port down from the top on the core. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the error message an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal power distributor (upd) and system power manager (spm) due to the system would not power on. The complaint regarding the error message was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi did receive a da vinci product to perform failure analysis. The upd unit was returned for failure analysis, but the reported failure could not be replicated. The upd was installed and tested on the pca test system. The system started up without any error, with good image. The audio is loud and clear. Epo functionality test, passed. Tests deploy for draping function passed. Voltage and current monitoring, all are within range. The system ran 30x power cycles with this board, al passed. The upd remained on the test system for hours in normal operation, there is no error log. This board was cnr, issue cause by spm. The spm was returned for failure analysis and the reported failure was replicated. Connected the spm into our xi test system. The patient side cart would not power on.